Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's reported blood glucose level was 425 mg/dl. Customer's current blood glucose level was 385 mg/dl. Customer was treated with the bolus for high blood glucose level. Customer declined to troubleshoot. Customer reported that they unable to calibrate however, insulin pump was kicked in auto mode. The insulin pump will not be returned for analysis.